Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and determined that the high out of range shock impedance measurements were noted on the non-boston scientific right ventricular (rv) lead. The plan is to raise the impedance alert threshold and to continue to monitor. No adverse patient effects were reported. This crt-d remains in service.